Event description:
It was reported "during the use of the wire, it felt stuck and could not be pushed forward. Upon withdrawal, a dent was found. When using the dilator, it could not expand the patient's skin. It was found dent". The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00520.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the use of the wire, it felt stuck and could not be pushed forward. Upon withdrawal, a dent was found. When using the dilator, it could not expand the patient's skin. It was found dent". The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00520 and 3006425876-2025-00519.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of a damaged dilator tip was confirmed by the photo. The guidewire was also observed to be kinked. The customer also returned one dilator, a guidewire, and a 3-l catheter for analysis. Signs of use were observed on all the returned components. Visual and microscopic inspection of the dilator revealed a bend along the body. It was also noted that the tip was deformed. The bend in the dilator was measured 82mm from the hub. The dilator body length measured 102mm, which is within the specification limits of 95.2mm - 108mm per dilator product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The dilator was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory guidewire (measured 0.79mm) was threaded through the returned dilator and was able to advance through with minimal resistance at the undamaged portions. However, minor resistance was met at the kink on the dilator body. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of a damaged dilator tip was confirmed through analysis of the returned sample. Visual analysis revealed that the dilator tip was deformed. Severe kinking was also observed on the guidewire. Despite the damage to both components, all relevant dimensional requirements were met; however, major resistance was encountered at the location of the kinks. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the damage to the dilator tip, the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however, the root cause cannot be determined as it is unknown if the damage to the dilator tip occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.